Event description:
A facility reported a hakim valve (ID 823115) had cerebrospinal fluid leakage during a procedure. The procedure was completed with a replacement product available. No patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.